Manufacturer narrative:
A sample device was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was not provided. (B)(4).

Event description:
A surgeon reported in a presentation at a hospital in (B)(6) that he has experienced six cases where a scleral flap has opened and a glaucoma filtering shunt had to be explanted. He discussed 25 patients who had filtering bleb revisions at some point following filtering glaucoma shunt implantations. During 7 of those 25 revisions, the shunts were explanted. The surgeon explained that in some cases the shunt does not filter enough to keep the intraocular pressure (iop) low and under control, so some shunts may have to be explanted, although there may be no causal relationship to the device. Additional information was not provided.